Manufacturer narrative:
Investigation summary: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message appeared on the machine when accessing controlled meds in drawer 3. A field service engineer reimaged the anesthesia station as requested by the technical support specialist (tsc), configured the station, and synced it. It tested okay, and the customer continued to monitor. The technical support specialist requested an internal battery change, and the field service engineer replaced the internal battery and tested it in diagnostics to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an error message stating "the meds will not be dispensed" when accessing controlled medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an error message stating "the meds will not be dispensed" when accessing controlled medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.